Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid pd fluid and abdominal pain. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the events. On an unknown date, the patient was treated with amikacin injection (250mg, once daily, intraperitoneal, discontinued) and fortum injection (1gm, every 5th day, intraperitoneal, discontinued) for peritonitis. On an unknown date, the patient recovered from the peritonitis event. The pd catheter was removed, pd therapy was discontinued and the patient was transferred to hemodialysis. No additional information is available.